Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Incident was reported from another country. Initial assessment was that infection was due to immunosuppressive treatment. After further information received and reviewed, the MDR will be submitted.

Event description:
Carotid thrombectomy was performed on patient with symptomatic free floating thrombus and a wall thickening of the common carotid artery. During suturing, it was apparent that the patch was much thicker than normal. Operation was made more difficult due to the patient's ankylosing spondylitis and stiffened cervical spine. On post operative day 3, a reddening of the wound was apparent and a turbid secretion emerged. Doppler sonography was performed and fluid noted, surgeon assumed a superficial wound infection which was treated with cooling and antibiotic treatment. Patient was treated with immunosuppressants. No improvement was seen and patient was told that he would have to have the area revised. Patient left the hospital prior to any treatment. Patient results from microbiology indicated evidence of gram negative rods pointing to mannheimia haemolytica. Current status of patient is unknown.